Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined follow up from tandem technical support on the reported issue, and no further information was able to be obtained. There was no reported adverse impact on customer's blood glucose level.